Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: warning: on catheter, do not use ointments or lubricants having a petroleum base. They will damage the catheter and may cause balloon to burst. Directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 8. Proceed with catheterisation according to local protocol. To inflate catheter, simply insert tip of sterile water-filled syringe gently into valve (do not overpenetrate) and depress plunger. Instill entire amount of sterile water ¿ 10 ml. Correction: b, d, e. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two incidents. In the first incident, the foley catheter which had been used for a patient did not work. The balloon of the catheter was faulty. In the second incident the foley catheter 12ch came straight out after insertion. After checking the catheter post incident there did not seen to be a balloon visible and the water for injection did not reach the balloon site when injecting. Per follow up information received via ibc on 26aug2025, stated that there were 2 incidents occurred on separate dates: on (B)(6) 2025 and (B)(6) 2025 and no patient harm was reported.

Manufacturer narrative:
The reported event was confirmed manufacturing related. Received 1 all-silicone catheter. Verified material number 175812 and manufacturing lot number ngjx0719. Visual inspection noted no obvious observations. Unable to verify the reported event without testing the sample. Decontamination method: super sani-cloth wipes (B)(6) 2025. Received 1 all silicone foley catheter using in house syringe attempted to inflate catheter balloon with 10ml of mbs. Upon inflation, solution started to leak into drainage funnel causing lumen to lumen leak. This does not meet specification which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloons are not allowed and must inflate and deflate with the use of a syringe. Product labeling was reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d,e,f,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two incidents. In the first incident, the foley catheter which had been used for a patient did not work. The balloon of the catheter was faulty. In the second incident the foley catheter 12ch came straight out after insertion. After checking the catheter post incident there did not seen to be a balloon visible and the water for injection did not reach the balloon site when injecting. Per follow up information received via ibc on 26aug2025, stated that there were 2 incidents occurred on separate dates. (B)(6) 2025 and no patient harm was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two incidents. In the first incident, the foley catheter which had been used for a patient did not work. The balloon of the catheter was faulty. In the second incident the foley catheter 12 inch came straight out after insertion. After checking the catheter post incident there did not seen to be a balloon visible and the water for injection did not reach the balloon site when injecting.